Event description:
It was reported that this left ventricular (lv) lead suffered a fracture, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).